Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger cord would not maintain a connection to the ilet device, and a replacement charger was shipped to the user; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no impact to glycemic control or medical care. Investigation included customer interview and troubleshooting steps limited to arranging replacement supplies. Investigation of this case revealed a suspected charger-to-device connection issue consistent with a malfunction of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger accessory.